Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade rotated and exposed; therefore, the device operated as intended during evaluation.

Manufacturer narrative:
(B)(4). Blade will not rotate prior to first use. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2013. The handpiece blade did not rotate prior to first use. Another like device was used with no adverse consequence to the patient.